Event description:
It was reported that pump button was stuck, pump did not consistently accept cartridge changes and sometimes required cartridge to be reinserted, and pump occasionally did not give low alarms or update on phone. No information was provided regarding any impact to the customer¿s blood glucose level. Customer declined follow up with technical support, was noted to be out of warranty and in process of renewal, and pump serial number was documented with no additional actions taken.